Manufacturer narrative:
Two photos were returned for investigation. Upon inspection, it was found that the complained issue could not be duplicated. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that the double-chamber infusion tube kinks despite the pre-configured reinforcement. No patient injury.

Event description:
It was reported the device was in use with patient and the infusion set was found to have kinked resulting in restricted flow rate. No adverse effects reported.